Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the device would not cut. Another like device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 07/31/2009. Blade does not cut. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00860, and medwatch 2210968-2009-00861. The same pt is represented in each medwatch.